Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 25-sep-2017. The most recent information was received on 19-feb-2021. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pains') and bartholinitis ('heavy right bartholinitis') in a 38-year-old female patient who had essure (batch no. D31443) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2, knee operation and pregnancy with contraceptive device. Previously administered products included for an unreported indication: cerazette in 2015, ius in 2011 and ius. Concurrent conditions included penicillin allergy, cigarette smoker (5 cigarettes per day) and allergy. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced bartholinitis (seriousness criterion hospitalization), 3 months 20 days after insertion of essure. In (B)(6) 2016, the patient experienced conjunctivitis ("conjunctivitis"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), loss of consciousness ("she passed out"), head injury ("head injury"), vertigo ("vertigos"), fatigue extreme ("severe fatigue"), menometrorrhagia ("hemorrhagic periods, menometrorrhagia"), dysmenorrhoea ("painful periods"), visual impairment ("vision decreased"), disturbance in attention ("concentration disorders/ she lost concentration capacity"), disorganised speech ("she used a word in place from another"), memory impairment ("immediate memory disorders"), back pain ("lumbar pains / not able to stand up for more than 10 minutes"), allergy to metals ("nickel allergy"), exhaustion ("exhaustion") and asthenia ("feeling weak, continuing moderately"). On an unknown date, the patient experienced mental disorder ("psychic sequelae"), arthralgia ("knee pain, joint pain"), alopecia ("hair loss"), discharge ("discharge"), dizziness ("dizziness"), palpitations ("palpitations"), myalgia ("myalgia, muscle pain"), constipation ("constipation"), abdominal distension ("abdominal ballooning"), metrorrhagia ("metrorrhagia") and malaise ("malaises"). The patient was treated with desogestrel (antigone), ketoprofen (profenid), paracetamol, surgery (total inter-adnexal hysterectomy and bilateral salpingectomy for essure removal) and psychotherapy from (B)(6) 2017 to (B)(6) 2019. Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menometrorrhagia, visual impairment, disturbance in attention, arthralgia, myalgia, metrorrhagia and malaise had resolved, the loss of consciousness, head injury, vertigo, fatigue extreme, dysmenorrhoea, disorganised speech, memory impairment, back pain, allergy to metals, exhaustion, mental disorder, alopecia, discharge, bartholinitis, dizziness, palpitations and conjunctivitis outcome was unknown and the asthenia, constipation and abdominal distension had not resolved. The reporter considered abdominal distension, allergy to metals, alopecia, arthralgia, asthenia, back pain, bartholinitis, conjunctivitis, constipation, discharge, disorganised speech, disturbance in attention, dizziness, dysmenorrhoea, fatigue extreme, head injury, loss of consciousness, malaise, memory impairment, menometrorrhagia, mental disorder, metrorrhagia, myalgia, palpitations, pelvic pain, vertigo, visual impairment and exhaustion to be related to essure. The reporter commented: state of the patient (time of initial report (B)(6) 2017): she was exhausted, she could not do effort without feeling weak, she lost more and more her concentration capacity that disabled her a lot in her work. She had hemorrhagic periods and vertigos on evening or when she could not rest during the day. Via lawyer it was reported, that in using essure, claimant was not able to have a discussion and several examinations were performed (pelvic ultrasound, blood samples examinations), but they didn¿t show anything remarkable. After essure removal, the patient had psychological follow-up for more than on year and a half . She went to an emergency unit (for right bartholinitis) on (B)(6) 2015 and was hospitalized until (B)(6) 2015. She had perineal rehabilitation sessions in the context of total hysterectomy to prevent the risk of pelvic prolapse. Current health conditions (reported in (B)(6) 2021) were persistent moderated asthenia. Recovery of all muscular, joint, visual signs. Recovery of pelvic pains, metrorrhagia, malaises and concentration disorders.presence of constipation and abdominal ballooning with onset after hysterectomy diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.6 kg/sqm. Allergy test - in (B)(6) 2017: nickel allergy. Blood test - on an unknown date: nothing remarkable. Gynaecological examination - on (B)(6) 2015: after essure insertion: 4 coils on the right and 3 coils on the left. Ultrasound pelvis - on an unknown date: nothing remarkable. Lot number: d31443 production date 2014-11-19 expiration date 2017-11-28. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 19-feb-2021: patient weight and height updated. Medical history added. New events ¿metrorrhagia¿, ¿malaise¿ added. Event ¿arthralgia¿, ¿myalgia¿ updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 25-sep-2017. The most recent information was received on 19-feb-2021. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pains') and bartholinitis ('heavy right bartholinitis') in a 38-year-old female patient who had essure (batch no. D31443) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2 and knee operation. Previously administered products included for an unreported indication: cerazette in 2015. Concurrent conditions included penicillin allergy, cigarette smoker (5 cigarettes per day) and allergy. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced bartholinitis (seriousness criterion hospitalization), 3 months 20 days after insertion of essure. In (B)(6) 2016, the patient experienced conjunctivitis ("conjunctivitis"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), loss of consciousness ("she passed out"), head injury ("head injury"), vertigo ("vertigos"), fatigue extreme ("severe fatigue"), menometrorrhagia ("hemorrhagic periods, menometrorrhagia"), dysmenorrhoea ("painful periods"), visual impairment ("vision decreased"), disturbance in attention ("concentration disorders/ she lost concentration capacity"), disorganised speech ("she used a word in place from another"), memory impairment ("immediate memory disorders"), back pain ("lumbar pains / not able to stand up for more than 10 minutes"), allergy to metals ("nickel allergy"), exhaustion ("exhaustion") and asthenia ("feeling weak, continuing moderately"). On an unknown date, the patient experienced mental disorder ("psychic sequelae"), arthralgia ("knee pain"), alopecia ("hair loss"), discharge ("discharge"), dizziness ("dizziness"), palpitations ("palpitations"), myalgia ("myalgia"), constipation ("constipation") and abdominal distension ("abdominal ballooning"). The patient was treated with desogestrel (antigone), ketoprofen (profenid), paracetamol, surgery (total inter-adnexal hysterectomy and bilateral salpingectomy for essure removal) and psychotherapy from (B)(6) 2017 to(B)(6) 2019. Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menometrorrhagia, visual impairment, disturbance in attention, arthralgia and myalgia had resolved, the loss of consciousness, head injury, vertigo, fatigue extreme, dysmenorrhoea, disorganised speech, memory impairment, back pain, allergy to metals, exhaustion, mental disorder, alopecia, discharge, bartholinitis, dizziness, palpitations and conjunctivitis outcome was unknown and the asthenia, constipation and abdominal distension had not resolved. The reporter considered abdominal distension, allergy to metals, alopecia, arthralgia, asthenia, back pain, bartholinitis, conjunctivitis, constipation, discharge, disorganised speech, disturbance in attention, dizziness, dysmenorrhoea, fatigue extreme, head injury, loss of consciousness, memory impairment, menometrorrhagia, mental disorder, myalgia, palpitations, pelvic pain, vertigo, visual impairment and exhaustion to be related to essure. The reporter commented: state of the patient (time of initial report (B)(6) 2017): she was exhausted, she could not do effort without feeling weak, she lost more and more her concentration capacity that disabled her a lot in her work. She had hemorrhagic periods and vertigos on evening or when she could not rest during the day. Via lawyer it was reported, that in using essure, claimant was not able to have a discussion and several examinations were performed (pelvic ultrasound, blood samples examinations), but they didn¿t show anything remarkable. After essure removal, the patient had psychological follow-up for more than on year and a half . She went to an emergency unit (for right bartholinitis) on (B)(6) 2015 and was hospitalized until (B)(6) 2015. She had perineal rehabilitation sessions in the context of total hysterectomy to prevent the risk of pelvic prolapse. Current health conditions (reported in (B)(6) 2021) were persistent moderated asthenia. Recovery of all muscular, joint, visual signs. Recovery of pelvic pains, metrorrhagia, malaises and concentration disorders. Presence of constipation and abdominal ballooning with onset after hysterectomy diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 56 kgs. Allergy test - in (B)(6) 2017: nickel allergy. Blood test - on an unknown date: nothing remarkable. Gynaecological examination - on (B)(6) 2015: after essure insertion: 4 coils on the right and 3 coils on the left. Ultrasound pelvis - on an unknown date: nothing remarkable. Lot number: d31443 production date 2014-11-19 expiration date 2017-11-28. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 19-feb-2021: report via lawyer: medical history included smoking: 5 cigarettes per day, allergy, cerazette use in 2015. She was hospitalized for bartholinitis. New events: myalgia, conjunctivitis. Started after hysterectomy: abdominal ballooning and constipation. Current health conditions: persistent moderated asthenia. Recovery of all muscular, joint, visual signs. Recovery of pelvic pains, metrorrhagia, malaises and concentration disorders. Presence of constipation and abdominal ballooning with onset after hysterectomy. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pains') in a 38-year-old female patient who had essure (batch no. D31443) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2 and knee operation. Concurrent conditions included penicillin allergy. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced bartholinitis ("heavy right bartholinitis"), 3 months 20 days after insertion of essure. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), loss of consciousness ("she passed out"), head injury ("head injury"), vertigo ("vertigos"), fatigue extreme ("severe fatigue"), menometrorrhagia ("hemorrhagic periods, menometrorrhagia"), dysmenorrhoea ("painful periods"), visual impairment ("vision decreased"), disturbance in attention ("concentration disorders/ she lost concentration capacity"), disorganised speech ("she used a word in place from another"), memory impairment ("immediate memory disorders"), back pain ("lumbar pains / not able to stand up for more than 10 minutes"), allergy to metals ("nickel allergy"), exhaustion ("exhaustion") and asthenia ("feeling weak"). On an unknown date, the patient experienced mental disorder ("psychic sequelae"), arthralgia ("knee pain"), alopecia ("hair loss"), discharge ("discharge"), dizziness ("dizziness") and palpitations ("palpitations"). The patient was treated with desogestrel (antigone), ketoprofen (profenid), paracetamol, surgery (total inter-adnexal hysterectomy and bilateral salpingectomy for essure removal) and psychotherapy from (B)(6) 2017 to (B)(6) 2019. Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, loss of consciousness, head injury, vertigo, fatigue extreme, menometrorrhagia, dysmenorrhoea, visual impairment, disturbance in attention, disorganised speech, memory impairment, back pain, allergy to metals, exhaustion, asthenia, mental disorder, arthralgia, alopecia, discharge, bartholinitis, dizziness and palpitations outcome was unknown. The reporter considered allergy to metals, alopecia, arthralgia, asthenia, back pain, bartholinitis, discharge, disorganised speech, disturbance in attention, dizziness, dysmenorrhoea, fatigue extreme, head injury, loss of consciousness, memory impairment, menometrorrhagia, mental disorder, palpitations, pelvic pain, vertigo, visual impairment and exhaustion to be related to essure. The reporter commented: state of the patient (time of initial report (B)(6) 2017): she was exhausted, she could not do effort without feeling weak, she lost more and more her concentration capacity that disabled her a lot in her work. She had hemorrhagic periods and vertigos on evening or when she could not rest during the day. Via lawyer it was reported, that in using essure, claimant was not able to have a discussion and several examinations were performed (pelvic ultrasound, blood samples examinations), but they didn¿t show anything remarkable. After essure removal, the patient had psychological follow-up for more than on year and a half . The lawyer informed that the patient went to an emergency unit (for right bartholinitis) on (B)(6) 2015, she did not provide more information. In the last report, the reporter stated that essure was inserted on (B)(6) 2015 (discrepant date with previous reports). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 56 kgs. Allergy test - in (B)(6) 2017: nickel allergy. Blood test - on an unknown date: nothing remarkable. Gynaecological examination - on (B)(6) 2015: after essure insertion: 4 coils on the right and 3 coils on the left. Ultrasound pelvis - on an unknown date: nothing remarkable. Lot number: d31443 production date 2014-11-19 , expiration date 2017-11-28 . Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 10-nov-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pains') in a 38-year-old female patient who had essure (batch no. D31443) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2 and knee operation. Concurrent conditions included penicillin allergy. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced bartholinitis ("heavy right bartholinitis"), 3 months 20 days after insertion of essure. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), loss of consciousness ("she passed out"), head injury ("head injury"), vertigo ("vertigos"), fatigue extreme ("severe fatigue"), menometrorrhagia ("hemorrhagic periods, menometrorrhagia"), dysmenorrhoea ("painful periods"), visual impairment ("vision decreased"), disturbance in attention ("concentration disorders/ she lost concentration capacity"), disorganised speech ("she used a word in place from another"), memory impairment ("immediate memory disorders"), back pain ("lumbar pains / not able to stand up for more than 10 minutes"), allergy to metals ("nickel allergy"), exhaustion ("exhaustion") and asthenia ("feeling weak"). On an unknown date, the patient experienced mental disorder ("psychic sequelae"), arthralgia ("knee pain"), alopecia ("hair loss"), discharge ("discharge"), dizziness ("dizziness") and palpitations ("palpitations"). The patient was treated with desogestrel (antigone), ketoprofen (profenid), paracetamol, surgery (total inter-adnexal hysterectomy and bilateral salpingectomy for essure removal) and psychotherapy from (B)(6) 2017 to (B)(6) 2019. Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, loss of consciousness, head injury, vertigo, fatigue extreme, menometrorrhagia, dysmenorrhoea, visual impairment, disturbance in attention, disorganised speech, memory impairment, back pain, allergy to metals, exhaustion, asthenia, mental disorder, arthralgia, alopecia, discharge, bartholinitis, dizziness and palpitations outcome was unknown. The reporter considered allergy to metals, alopecia, arthralgia, asthenia, back pain, bartholinitis, discharge, disorganised speech, disturbance in attention, dizziness, dysmenorrhoea, fatigue extreme, head injury, loss of consciousness, memory impairment, menometrorrhagia, mental disorder, palpitations, pelvic pain, vertigo, visual impairment and exhaustion to be related to essure. The reporter commented: state of the patient (time of initial report (B)(6) 2017): she was exhausted, she could not do effort without feeling weak, she lost more and more her concentration capacity that disabled her a lot in her work. She had hemorrhagic periods and vertigos on evening or when she could not rest during the day. Via lawyer it was reported, that in using essure, claimant was not able to have a discussion and several examinations were performed (pelvic ultrasound, blood samples examinations), but they didn¿t show anything remarkable. After essure removal, the patient had psychological follow-up for more than on year and a half . The lawyer informed that the patient went to an emergency unit (for right bartholinitis) on (B)(6) 2015, she did not provide more information. In the last report, the reporter stated that essure was inserted on (B)(6) 2015 (discrepant date with previous reports). The lawyer also informed that the patient had perineal rehabilitation sessions in the context of total hysterectomy to prevent the risk of pelvic prolapse. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 56 kgs. Allergy test - in (B)(6) 2017: nickel allergy. Blood test - on an unknown date: nothing remarkable. Gynaecological examination - on (B)(6) 2015: after essure insertion: 4 coils on the right and 3 coils on the left. Ultrasound pelvis - on an unknown date: nothing remarkable. Lot number: d31443 production date 2014-11-19 expiration date 2017-11-28. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 22-jan-2021: a new reporter type (lawyer) and a new non-drug treatment (perineal rehabilitation sessions) were provided. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Pelvic pains [pelvic pain female] she passed out [passed out] head injury [head injury] vertigos [vertigo] severe fatigue [fatigue extreme] hemorrhagic periods, menometrorrhagia [menometrorrhagia] painful periods [painful periods] vision decreased [vision decreased] concentration disorders/ she lost concentration capacity [concentration impairment] she used a word in place from another [word salad] immediate memory disorders [memory disturbance] lumbar pains / not able to stand up for more than 10 minutes [lumbar pain] nickel allergy [nickel allergy] exhaustion [exhaustion] feeling weak, continuing moderately [feelings of weakness] psychic sequelae [psychic disturbance] knee pain, joint pain [knee pain] hair loss [hair loss] discharge [discharge] heavy right bartholinitis [bartholinitis] dizziness [dizziness] palpitations [palpitations] myalgia, muscle pain [myalgia] conjunctivitis [conjunctivitis] constipation [constipation] abdominal ballooning [abdominal distension] metrorrhagia [metrorrhagia] malaises [malaise] the patient suffered a fainting spell [fainting] she began to experience memory disorders with word confusion [word finding difficulty] had a permanent veil over her eyes that prevented her from seeing clearly leading to job incapacity [filmy vision] consultation with an allergologist who revealed a contact allergy to nickel a [allergy to metals] intolerance to essure [device intolerance] metrorrhagia [metrorrhagia] digestive disorder [digestion impaired] viral conjunctivitis [viral conjunctivitis] anxio-depressive disorders [anxiodepressive syndrome] libido decreases [libido decreased]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 25-sep-2017. The most recent information was received on 11-oct-2024. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pains") and bartholinitis ("heavy right bartholinitis") in a 38-year-old female patient who had essure inserted (lot no. D31443) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of pregnancy with contraceptive device, knee operation and parity 2. Previously administered products included: copper iud for bleeding periods under cooper iud which led to anemia and cerazette [desogestrel], intrauterine contraceptive device, intrauterine contraceptive device and microprogesta. Concurrent conditions were listed as allergy, cigarette smoker (5 cigarettes per day) and penicillin allergy. The only concomitant product mentioned was cerazette (cefaloridine). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 111 days after essure insertion, she experienced bartholinitis (seriousness criterion hospitalisation). In (B)(6) 2016 she experienced conjunctivitis ("conjunctivitis"). On (B)(6) 2016 she experienced syncope ("the patient suffered a fainting spell"). On (B)(6) 2016 she experienced pelvic pain (seriousness criteria hospitalisation, medically important and intervention required), loss of consciousness ("she passed out"), head injury ("head injury"), vertigo ("vertigos"), fatigue extreme ("severe fatigue"), menometrorrhagia ("hemorrhagic periods, menometrorrhagia"), dysmenorrhoea ("painful periods"), visual impairment ("vision decreased"), disturbance in attention ("concentration disorders/ she lost concentration capacity"), disorganised speech ("she used a word in place from another"), memory impairment ("immediate memory disorders"), back pain ("lumbar pains / not able to stand up for more than 10 minutes"), nickel allergy ("nickel allergy"), exhaustion ("exhaustion") and asthenia ("feeling weak, continuing moderately"). On (B)(6)2017 she experienced allergy to metals ("consultation with an allergologist who revealed a contact allergy to nickel a"). On unknown date she experienced mental disorder ("psychic sequelae"), arthralgia ("knee pain, joint pain"), alopecia ("hair loss"), discharge ("discharge"), dizziness ("dizziness"), palpitations ("palpitations"), myalgia ("myalgia, muscle pain"), constipation ("constipation"), abdominal distension ("abdominal ballooning"), a first episode of intermenstrual bleeding ("metrorrhagia"), malaise ("malaises"), aphasia ("she began to experience memory disorders with word confusion"), vision blurred ("had a permanent veil over her eyes that prevented her from seeing clearly leading to job incapacity"), device intolerance ("intolerance to essure"), a second episode of intermenstrual bleeding ("metrorrhagia"), dyspepsia ("digestive disorder"), conjunctivitis viral ("viral conjunctivitis"), mixed anxiety and depressive disorder ("anxio-depressive disorders") and libido decreased ("libido decreases"). The patient was hospitalised from (B)(6) 2015 and from (B)(6) 2017. The patient was treated with antigone (desogestrel), paracetamol and profenid (ketoprofen) as well as surgery (total inter-adnexal hysterectomy and bilateral salpingectomy for essure removal) and non-drug therapy (psychotherapy from (B)(6) 2017 to (B)(6) 2019). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menometrorrhagia, visual impairment, disturbance in attention, arthralgia, dizziness, myalgia and malaise had resolved and the asthenia, constipation, abdominal distension and dyspepsia had not resolved. The outcomes for loss of consciousness, head injury, vertigo, fatigue extreme, dysmenorrhoea, disorganised speech, memory impairment, back pain, nickel allergy, exhaustion, mental disorder, alopecia, discharge, bartholinitis, palpitations, conjunctivitis, syncope, aphasia, vision blurred, allergy to metals, device intolerance, conjunctivitis viral, mixed anxiety and depressive disorder, libido decreased and the last episode of intermenstrual bleeding were unknown. The reporter considered abdominal distension, nickel allergy, allergy to metals, alopecia, aphasia, arthralgia, asthenia, back pain, bartholinitis, conjunctivitis, conjunctivitis viral, constipation, device intolerance, discharge, disorganised speech, disturbance in attention, dizziness, dysmenorrhoea, dyspepsia, fatigue extreme, exhaustion, head injury, the first episode of intermenstrual bleeding, the second episode of intermenstrual bleeding, libido decreased, loss of consciousness, malaise, memory impairment, menometrorrhagia, mental disorder, mixed anxiety and depressive disorder, myalgia, palpitations, pelvic pain, syncope, vertigo, vision blurred and visual impairment to be related to essure administration. The reporter commented: state of the patient (time of initial report (B)(6)2017): she was exhausted, she could not do effort without feeling weak, she lost more and more her concentration capacity that disabled her a lot in her work. She had hemorrhagic periods and vertigos on evening or when she could not rest during the day. Via lawyer it was reported, that in using essure, claimant was not able to have a discussion and several examinations were performed (pelvic ultrasound, blood samples examinations), but they didn¿t show anything remarkable. After essure removal, the patient had psychological follow-up for more than on year and a half. She went to an emergency unit (for right bartholinitis) on (B)(6) 2015 and was hospitalized until (B)(6) 2015. She had perineal rehabilitation sessions in the context of total hysterectomy to prevent the risk of pelvic prolapse. Current health conditions (reported in (B)(6) 2021) were persistent moderated asthenia. Recovery of all muscular, joint, visual signs. Recovery of pelvic pains, metrorrhagia, malaises and concentration disorders. Presence of constipation and abdominal ballooning with onset after hysterectomy on (B)(6) 2017, the surgeon observed an improvement with disappearance of the pains and a partial recovery of her vision. The patient was on sick leave for a month and a half. She needed support for daily tasks. 2 months after the hysterectomy, many gynecological and general disorders disappeared (dizziness, concentration disorders). Moderate asthenia and digestive disorders persisted. From (B)(6) 2017 to (B)(6) 2019, she had psychological follow-up following the heavy psychological sequelae induced by the removal of essure by hysterectomy. She initiated compensation¿s request and medical expertise then assignation. According to medical expert, probable direct causal link with general symptoms and essure. The symptoms were not present before essure insertion and many ended after essure removal. The patient also had nickel allergy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 18.591 kg/sqm. [Allergy test] in (B)(6) 2017: nickel allergy [blood test] (date unknown): nothing remarkable [gynaecological examination] on (B)(6) 2015: after essure insertion: 4 coils on the right and 3 coils on the left [ultrasound pelvis] on (B)(6) 2017: performed found the implants to be correctly positioned; (date unknown): nothing remarkable lot number: d31443 production date 2014-11-19 expiration date 2017-11-28 the patient reported causality between her symptoms and essure (temporal and semiological corpus (several symptoms with no link between them and no cause found) correlations). The symptoms were like symptoms of other patients implanted with essure, so causality to essure could not be excluded. The patient reported having partial temporary functional deficit from (B)(6) 2015 to (B)(6) 2017. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 11-oct-2024: medical record received. New events fainting, memory disorder, veil over her eyes, allergy to nickel, device intolerance, metrorrhagia, digestion impaired, dyspepsia, conjunctivitis viral, anxiety & depression disorder, libido decreases, were added. Essure removal date updated. Reporter causality comment updated. Event outcome updated. Lab data added. Concomitant drugs are added. Further company follow-up with the regulatory authority is not possible. Case comments: we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 25-sep-2017. The most recent information was received on 04-nov-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pains') in a (B)(6)-year-old female patient who had essure (batch no. D31443) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2 and knee operation. Concurrent conditions included penicillin allergy. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced bartholinitis ("heavy right bartholinitis"), 3 months 20 days after insertion of essure. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), loss of consciousness ("she passed out"), head injury ("head injury"), vertigo ("vertigos"), fatigue extreme ("severe fatigue"), menometrorrhagia ("hemorrhagic periods, menometrorrhagia"), dysmenorrhoea ("painful periods"), visual impairment ("vision decreased"), disturbance in attention ("concentration disorders/ she lost concentration capacity"), disorganised speech ("she used a word in place from another"), memory impairment ("immediate memory disorders"), back pain ("lumbar pains / not able to stand up for more than 10 minutes"), allergy to metals ("nickel allergy"), exhaustion ("exhaustion") and asthenia ("feeling weak"). On an unknown date, the patient experienced mental disorder ("psychic sequelae"), arthralgia ("knee pain"), alopecia ("hair loss"), discharge ("discharge"), dizziness ("dizziness") and palpitations ("palpitations"). The patient was treated with desogestrel (antigone), ketoprofen (profenid), paracetamol, surgery (total inter-adnexal hysterectomy and bilateral salpingectomy for essure removal) and psychotherapy from (B)(6) 2017 to (B)(6) 2019. Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, loss of consciousness, head injury, vertigo, fatigue extreme, menometrorrhagia, dysmenorrhoea, visual impairment, disturbance in attention, disorganised speech, memory impairment, back pain, allergy to metals, exhaustion, asthenia, mental disorder, arthralgia, alopecia, discharge, bartholinitis, dizziness and palpitations outcome was unknown. The reporter considered allergy to metals, alopecia, arthralgia, asthenia, back pain, bartholinitis, discharge, disorganised speech, disturbance in attention, dizziness, dysmenorrhoea, fatigue extreme, head injury, loss of consciousness, memory impairment, menometrorrhagia, mental disorder, palpitations, pelvic pain, vertigo, visual impairment and exhaustion to be related to essure. The reporter commented: state of the patient (time of initial report s(B)(6) 2017): she was exhausted, she could not do effort without feeling weak, she lost more and more her concentration capacity that disabled her a lot in her work. She had hemorrhagic periods and vertigos on evening or when she could not rest during the day. Via lawyer it was reported, that in using essure, claimant was not able to have a discussion and several examinations were performed (pelvic ultrasound, blood samples examinations), but they didn't show anything remarkable. After essure removal, the patient had psychological follow-up for more than on year and a half . The lawyer informed that the patient went to an emergency unit (for right bartholinitis) on (B)(6) 2015, she did not provide more information. In the last report, the reporter stated that essure was inserted on (B)(6) 2015 (discrepant date with previous reports). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Allergy test on (B)(6) 2017: nickel allergy. Blood test on an unknown date: nothing remarkable. Gynaecological examination on (B)(6) 2015: after essure insertion: 4 coils on the right and 3 coils on the left. Ultrasound pelvis on an unknown date: nothing remarkable. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 4-nov-2020: with follow up received on 4-nov-2020, this record was detected to be a duplicate to record # (B)(4) (medwatch 3500a MFR number 2951250-2020-15538), which will be deleted in bayer safety database after all information was transferred to this duplicate record # (B)(4), which is retained: new: reporter (lawyer - all events were considered related to essure), essure indication, lot number added, removal date added, also medical history (2 children, surgery of knee, allergy to penicillin). New events: alopecia, arthralgia, bartholinitis, discharge, mental disorder, dizziness, palpitations. Remedial drugs: antigone (desogestrel), paracetamol, profenid (ketoprofen) and paracetamol, psychotherapy test results (blood test, ultrasound) added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, a review of complaint records, and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.